Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that the sales consultant noticed during a ptlf procedure that the lamina spreader was broken, a piece appears to be missing. Surgeon used another spreader to complete the procedure with no further problem. The consultant does not know how or when the instrument got broken.

Manufacturer narrative:
. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record is not available for review as the device is nearly 10 years old. The tip of the spring that goes through the slot that holds the ratchet arm is broken off. The break is at the point where the tip enters the slot and meets the back end of the ratchet/locking mechanism. The back face of the ratchet shows considerable wear from the tip of the spring riding on that surface. That edge of the ratchet arm has a groove worn in it and burrs raised on both sides and the bottom. The device has numerous nicks and scratches that are consistent with field use and there is a piece of yellow tape around the base of one handle. The device actuates freely and the locking mechanism holds as intended but can be released easily since the tip of the spring is missing. The complaint condition is due to normal wear from heavy use over time and not a design related issue. Therefore this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report 1 of 1 for complaint (B)(4). Placeholder.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.